Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that the control unit "otv-s7v-b" set would not transmit an image, even after the firewire cable was changed; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
On 17mar2023, a response to a request for additional information regarding the event was received. The customer confirmed that the event occurred prior to the procedure, stating: ¿the equipment does not record an image, and therefore makes it impossible to record images in the reports. It happens before starting the procedure, there are days when it is working without incidents and others when there is no image signal."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The d9 field was corrected based on the available information at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to endobase. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported that their control unit "otv-s7v-b" set would not transmit an image, even after the firewire cable was changed. There were no reports of patient or user harm associated with this event.